Manufacturer narrative:
Calibration signals were somewhat higher than expected. Third party controls fluctuated within target ranges for the period of (B)(6) 2021 and values had a tendency of being lower than the target. A few values for each control level were outside of range low. Controls manufactured by roche recovered within range. The customer has stopped vitamin b12 testing. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter states since the measuring cell has been changed, they have been getting lower quality control and patient recovery for the elecsys vitamin b12 gen. 2 immunoassay on their cobas e 411 immunoassay analyzer. The customer ran comparison studies using patient samples and tested these on the e411 analyzer. The samples were then sent to two different sites, where they were tested on a second e411 analyzer and an unknown cobas 8000 system (serial numbers unknown). Of the repeated samples, ten had results that were discrepant. Incorrect results were reported outside of the laboratory.